Event description:
It was reported that the patient bumped her implantable neurostimulator on the corner of a table last week. She had "bumps" under the skin over the ins site. The ins site was very tender but not warm. She was unsure if there was any skin color change. She only could feel stimulation on the left side of her body. The stimulation did not feel as strong and her symptoms have increased slightly. Further information is being requested from the hcp.